Event description:
The customer reported that approximately two hours into a pelvic exenteration, the device closed and would no longer open. Another device was used to cut the device out of tissue. There was no patient injury. The surgeon had the same problem with another device in the same surgery and can be found on MFR. Report #1717344-2009-00639.

Manufacturer narrative:
(B) (4). The jaws of the incident sample were aligned correctly to each other. The knife did not retract completely when the trigger was activated due to tissue in the webbing. The knife was contained in the track, but the webbing was bent. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. Covidien lp (formerly valleylab) provides an online bulletin to inform customers on how to avoid tissue buildup that can lead to sticking. This bulletin reiterates information provided in the IFU which states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device.